Manufacturer narrative:
(B)(4). This complaint was for a system error 2367 alarm during dwell was confirmed based on information provided by the home patient (hp) stating that he left one clamp open when he disconnected. The cause was determined to be use error due to an open clamp. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2367 which occurred on the home choice (hc) machine during dwell. The home patient (hp) stated that he had left one clamp open when he disconnected. The baxter technical representative (tsr) had the hp discard supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product code and lot number are unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained